Event description:
A user facility submitted a repair request to the olympus service center, indicating, the hd camera head did not have image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received from the customer stating the event date as 17aug2022, the event occurred prior to use, procedure name was ¿tur-bt¿, and the procedure was completed by replacing the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the event [image not shown] occurred likely due to a contact failure caused by contact corrosion of the video connector. The cause of the video connector contact corrosion could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿store in a clean state in a room at room temperature and humidity, and avoid direct sunlight, ultraviolet rays, x-rays, radiation, and strong electromagnetic waves (near microwave therapy devices, shortwave therapy devices, mris, radios, etc.). This may cause a malfunction. Do not store in packaging. Harmful bacteria may multiply.¿ olympus will continue to monitor field performance for this device.